Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease flat. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve and crack opening on diaphragm valve. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure; a crack opening on diaphragm valve due to cracked valve seat diaphragm valve; a striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.